Event description:
A customer reported a complaint of imprecise readings on their precision qid blood glucose meter. The customer obtained readings of 130 mg/dl on their meter compaired with a lab results of 70 mg/dl. Both comparisons were taken within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product was received and testing could not duplicate customer's complaint. All results were within range specifications and no new errors were observed during control solution testing. Reportable as the readings reported are considered clinically significant.